Event description:
Graft was implanted as an aorto-bifemoral bypass graft. The dr claims that it leaked blood from the crotch (quantity unknown). The bleeding was stopped with a hemostatic agent and the graft was left in. The pt's condition is ok.